Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the complaint about the charging issue was not verified. Upon receiving, the device was in hibernation, and it was charged fully in two charging cycles. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The source of the pocket pain around the ipg site was not determined. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The device exhibited normal characteristics.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's surgery was cancelled. No date scheduled yet.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.